Event description:
The following report was received from the affiliate. Clinical study: approximately three weeks post index procedudre, a staged pci was conducted. A 2.5x23mm cypher des was implanted at the distal end of left main deployed at 16atms for 30 seconds. A second 2.5x18mm cypher des was deployed at 16atms for 30 seconds at the proximal end of the initially implanted cypher in an overlapping fashion. Eight months later, a follow up cag was conducted and 90% restenosis was observed at the proximal edge of the implanted cypher des. Four weeks later, the restenosis was treated with cutting balloon and the residual % of stenosis was 25%. Physician's comment: this restenosis could have happened with any bms, so nothing unusual with cypher.

Manufacturer narrative:
Please note: device (lot# i0705130) is distributed outside the united states. However, it is similar to the united states product.